Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, diopter -12.0 into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was explanted due to low vault. The patient refused a 2nd implant. The cause of the event is reported as a patient-related factor.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned with clear surgical residue/debris in a lens case/vial. Visual inspection found no visisble damage to the lens. Dimensional inspection found the lens not within specifications. Claim# (B)(4).